Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe calcification and a type 1 bicupsid valve, the valve was 80% deployed and the valve had expansion problems. The valve was fully released. The defective expansion region was pushed further, making it difficult to retrieve the nose cone of the delivery catheter system (dcs). A new wire was inserted and a post-implant balloon aortic valvuloplasty (bav) was performed. The nose cone was pulled up thus pushing the valve up. Although there was no impact on the coronary arteries, due to the severe calcification the valve was surgically removed. A surgical valve was implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe calcification and a type 1 bicuspid valve, the valve was 80% deployed and the valve had expansion problems. The valve was fully released. The defective expansion region was pushed further, making it difficult to retrieve the nose cone of the delivery catheter system (dcs). A new wire was inserted and a post-implant balloon aortic valvuloplasty (bav) was performed. The nose cone was pulled up thus pushingthe valve up. Although there was no impact on the coronary arteries, due to the severe calcification the valve was surgically removed. A surgical valve was implanted. Additional information was received that during the valve implant procedure, a pre-implant bav was performed two times using a 20 mm balloon. The valve dislodged towards the aorta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severe calcification and a type 1 bicuspid valve, the valve was 80% deployed and the valve had expansion problems. The valve was fully released. The defective expansion region was pushed further, making it difficult to retrieve the nose cone of the delivery catheter system (dcs). A new wire was inserted and a post-implant balloon aortic valvuloplasty (bav) was performed. The nose cone was pulled up thus pushingthe valve up. Although there was no impact on the coronary arteries, due to the severe calcification the valve was surgically removed. A surgical valve was implanted. Additional information was received that during the valve implant procedure, a pre-implant bav was performed two times using a 20 mm balloon. The valve dislodged towards the aorta. Additional information was received which specified that the transcatheter valve implant procedure was transitioned to a thoracotomy and thoracic surgery to address the valve dislodgement. It was also confirmed that the patient was alive at thirty days post-surgery.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.